Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low pacing percentages for its non boston scientific left ventricular (lv) lead. Technical services (ts) was consulted and discussed stored data, with oversensing noted, which resulted in pacing inhibition. The device sensing settings will be adjusted. This crt-d remains in service. No adverse patient effects were reported.